Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events

Event description:
Customer reported that during test by physician, the catheter shaft has torn off below the funnel.

Event description:
Customer reported that during test by physician, the catheter shaft has torn off below the funnel.

Manufacturer narrative:
Qn# (B)(4). The batch card(s) for the complaint lot(s) was reviewed and no abnormalities found. There is no actual complaint sample returned for further investigation. Therefore, no physical assessment can be conducted, and investigation. Due to there was no complaint sample returned, further investigation was not possible. Catheter torn could likely occurred due to in contact with sharp object during handling or excessive force applied. Therefore, this complaint could not be confirmed.